Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30 july 2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device download had been stopped. A technical support specialist (tss) dialed in and found that the device was offline in remote support service (rss). Tss then called the customer, who confirmed that she was unable to ping the device internet protocol (ip) address. Tss instructed the customer information technology (it) team to troubleshoot the network issue by verifying the network cable and testing the wall port by connecting a laptop and resolved the issue, tss received approval to mark the case as complete. The system functioned as intended after the technical support specialist investigated and guided the customer.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es experienced a device download interruption lasting more than 35 hours. It had checked the connectivity and confirmed that there were no issues on their end. The customer created a temporary patient and override medications if necessary. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.